Event description:
On 08/03/1999, the present MFR's attorney received a complaint/claim from the pt's attorneys that states the following (in brief): prior to 2/1995, the pt had been diagnosed and treated for pancreatitis, a medical condition which required the plaintiff to receive various medications administered through IV. In 6/15/1995, the plaintiff's treating physician decided to administer the medications through the IV at the plaintiff's right upper chest area. The pt had been receiving the IV medication to treat her condition at the facility for many years and required the plaintiff to be admitted as an inpatient at the defendant's facility. On 2/1/1996, the plaintiff was admitted to the defendant's ER department with diagnosis of chronic pancreatitis. The plaintiff was in pain, dehydrated, and doubled over in pain vomiting. At the time of her admission, none of the ER hospital staff knew how to access the device and called to another department within the hospital to inquire whether a nurse specialist with experience in treating pts with IV devices was available to tend to the plaintiff. The defendant nurse came to insert a needle into the plaintiff's device to administer IV fluids. She inserted a needle into the plaintiff's device and attempted to inject the plaintiff with a saline solution. During the process the nurse used excessive force which caused the device to blow apart in the plaintiff's vascular system. The plaintiff immediately felt pain in her right clavicle and a large swelling appeared the size of a golf ball. The nurse immediately got another syringe containing heparin solution and attempted to push the unk obstruction through the pt's vascular system. X-rays were taken and the plaintiff was admitted to the defendant hospital. The plaintiff's family doctor informed the plaintiff that she would have to be transferred to another facility for removal of the obstruction in her right clavicle area. On 2/3/1996, the plaintiff was transferred for the removal of the obstruction. In preparation of the operation, the explanting surgeon informed the plaintiff for the first time that a piece of the device catheter had gone through her heart and lodged into the bottom of her right lung. A piece of hose approx 2 1/2" in length was removed from the bottom of the plaintiff's right lung. In 1996 a surgeon performed a second surgery implanting a passport into her right forearm which took the place of the explanted device that had previously been in the plaintiff's right clavicle area. On 08/03/1996, the pt was transferred back to the defendant's hospital. Fifteen minutes after her arrival to the defendant hospital, a physician advised her he had to operate on her to remove the rest of the pieces. The plaintiff was unaware that there were additional pieces other than those removed in 1996 at the other hospital. In 1996, a third surgery was performed to remove the rest of the pieces of the device lodged in the right clavicle area of the plaintiff's chest. On 2/8/1996, the plaintiff was discharged from the defendant hospital. On 2/16/1996, the plaintiff saw her family doctor for post hospital followup visit and she informed him of her night sweats, nightmares, screaming and anxiety regarding the events which transpired at the defendant hospital from 2/1/1996 to 2/8/1996. The family physician prescribed zoloff for treating the plaintiff's loss of sleep and nervous disorder. A catalog/lot number for the device in question was not provided. Since the implant/event/explant dates of the device in question occurred prior to this MFR's acquisition of the co (07/1997), this info was forwarded to the attorneys of the previous owner of the MFR. Also included was a certificate of qualified expert statement from a physician stating that he has reviewed records and materials relevant to the care and treatment of the pt by the defendant hospital and attests that the actions of the defendant hospital compiled with the standards of acceptable medical care. On 08/05/1999, the MFR's rep contacted the previous owner's attorneys for additional info (i.e., catalog/lot number of the device, exact implant/event/explant date, pt's outcome, etc.); however, she was informed by the attorney that they had not been served yet, so the info requested is not available. No further details were provided.